Event description:
It was reported that this right ventricular (rv) lead exhibited no capture and high threshold measurements. No r-wave sensing was also observed. A chest x-ray taken showed the rv lead had dislodged. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.